Event description:
The day after the catheter was placed this week, a hole was noticed in the catheter below the cuff.

Manufacturer narrative:
The complaint of a hole in the catheter was confirmed, and the cause appears to be use related. The product returned for eval was a 7fr dual-lumen hickman catheter. The sample was returned with minimal usage residue. The overall length of the catheter, measured distal to the bifurcation, was 38.1cm two blue sutures were tied around the catheter, 10.5cm and 10.8cm distal to the bifurcation (proximal to the surecuff). A v-shaped circumferential split was observed in the tubing 12.9cm distal to the bifurcation (just distal to the surecuff). The sample was patent to infusion using water from a 12cc syringe, with water leaking from the split site when the red-luered lumen was flushed. Microscopic examination of the cross-sectional area of the split site revealed shiny and striated surfaces with sharp edges. The damage seen on the catheter is indicative of sharp instrument damage. Given the description of the event, it is likely this damage occurred during insertion. The IFU for this device precautions the following: "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material". A lot history review (lhr) of huwh1732 showed no other similar product complaint(s) from this lot number.